Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4, while the hp was connected. During troubleshooting, nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp close the catheter and all of the clamps and cycle the power in order to clear the alarm. The tsr assisted the hp in reviewing the alarm log. The tsr explained the meaning of the alarm to the hp and advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.